Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. During troubleshooting on-site, the service engineer found a permanent fault with the monitoring printed circuit board (pcb). After replacement, the ventilator passed all functional tests and was returned to the customer. It was later informed that neither the faulty part nor the device logs could be returned for further investigation. If an internal power failure occurs during ventilation, it may lead to stop of ventilation. Alarms will be generated. As no faulty part was returned for investigation, the root cause of the reported problem could not be determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).